Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4). Reason for original complaint.- the patient was revised because of pain. It was noted the patient had high levels of titanium in the blood tests. Doi: (B)(6) 2003 dor: (B)(6) 2008 (right side). **update: (B)(6) 2013 - litigation papers received. There were no allegations noted for this revision, however, the liner and head are now being reported due to the litigation.

Manufacturer narrative:
The liner and head associated with this report were not returned. A complaint database search finds no other reported incidents against these provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The liner and head associated with this report were not returned. A complaint database search finds no other reported incidents against these provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.